Manufacturer narrative:
The reported events were high pacing impedance and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was bent/damaged due to procedural damage and was clogged with blood/tissue. Unable to perform helix mechanism/extension length test due to the condition of the helix as received. The cause of the reported event of helix mechanism issue was due to the bent/damaged helix and the helix clogged with blood/tissue. The reported event of high pacing impedance was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, high pacing impedance and a helix rotation issue was noted on the right ventricular (rv) lead. The right ventricular lead was explanted and replaced to resolve the event. The patient was stable.